Event description:
It was reported to covidien on (B)(6) 2015 that a customer had an issue with a dialysis catheter. The customer stated that there was a leak in the y junction. The catheter was placed on (B)(6) 2013 and removed on (B)(6) 2015, due to the leak. The dwell time of the catheter was 1 year with 6 months. The catheter was cleaned with yodopovidone (water based 8%). No patient injury or medical intervention.

Manufacturer narrative:
The device history record (DHR) was reviewed and no deviations related to this failure mode were found. There were no non-conformances related to the reported issue. The product sample was received in a generic plastic bag. It consisted of a 14.5 fr palindrome with slots, heparine coating and an anti-microbial sleeve catheter, 28 cm implant length, 45 cm oal with signs of use. After visual inspection, a hole was found on the joint of the catheter, between the hub and the anti-microbial sleeve. During functional testing (underwater test) bubbles were detected coming out below the hub, from the lumen corresponding to the arterial extension. The lumen related to the venous extension did not show bubbles during the test. As per the instructions for use, it is necessary to perform a visual inspection prior to using the device. Do not use the catheter if it appears damaged or defective. The catheter tubing can tear when subjected to excessive force or rough edges. Inspect the catheter frequently for nicks scrapes, and cuts which could impair its performance. The customer indicated that the catheter functioned as intended for 1 year and 6 months. The device was more likely damaged during that time. Based on the available information, the probable root cause was that the leak was more likely caused due to over bending or the inappropriate use of cleaning agents. Corrected data: the manufacturing facility listed on the initial was originally reported in error as: (B)(4).

Event description:
The lot involved in this event was manufactured on 03/18/11, before the implementation of actions related to a corrective and preventive action (CAPA). It was defined that this event is being handled through this CAPA and no additional actions are required. It must be noted that in-process controls (such as personnel training, incoming quality acceptance testing for raw material, 100% in process visual inspection and visual acceptance sampling) are in place to prevent nonconforming product from leaving the manufacturing operations. Per procedure, manufacturing performs 100% leak testing at the final stage of production, which would identify this issue in the catheter assembly. This complaint will be used for tracking and trending purposes.

Manufacturer narrative:
An investigation is currently underway, upon completion the results will be forwarded.